Event description:
A 5 mm diameter x 17 mm length bridge x3 biliary stent was implanted in a patient for treatment of a 90% proximal right renal artery stenosis with an inferior take-off. The physician did not pre-dilate the lesion. The stent was inserted and advanced through a 7 french guidant guide catheter to the lesion, however, it was reported that the device would not cross the lesion. The physician atttempted to remove the stent from the patient. It was reported that the physician noticed under fluoroscopy that the stent appeared to slip off the balloon as he tried to pull the stent delivery system into the guide catheter. As the physician removed the entire system from the patient the stent dislodged from the balloon onto the wire. The patient required surgical intervention for removal of the dislodged stent. The renal artery was not treated. No clinical sequelae were reported, and the patient is reported to be fine.